Event description:
It was reported impedance readings were >40,000 ohms. The lead was tested and found that some electrodes were open, but others were normal. When the extensions and device were added, all electrode combinations remained >40,000. The surgeon stated, this occurs every time with an implant, that he is getting these readings greater than 40,000 ohms. Problem solving was discussed. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).